Event description:
The pharmacist of the hospital reported via fax, during a surgical procerdure, the 2.7 drill, from muller container, broke off into the patient's bone during reaming. The broken parts were extracted from the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.